Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis(dka). The customer also reported that insulin pump stopped giving insulin. The blood glucose value at the time of the event was 474 mg/dl. The customer treated hyperglycemia with insulin pump (subcutaneous insulin infusion). The customer visited the emergency room (ER) and was admitted to the hospital and treated for hyperglycemia and diabetic ketoacidosis (dka) with an IV insulin drip (intravenous insulin infusion). The customer also experienced symptoms of feeling sick/unwell, headache, and weakness during hospitalization. The length of the hospitalization was less than 24 hours. The event involved product(s) mmt-332a, mmt-213a, mmt-1884l, mmt-7040a. Troubleshooting was performed for hyperglycemic event. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. The customer also reported that the pump did not pass for high-performance test. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode no further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-213a. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer responded that the device would be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08710 inches. Successfully downloaded history files and traces using thus/thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 21-jul-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn 000320345641/related svn 000320337998 event date of 21-jul-2025, there are no unexpected alarms/suspends recorded in the formatted history file. No under delivery anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.0 mv). The pump was received without a battery. The pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and serial number stained. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for under delivery anomaly was not confirmed. The pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.